Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-14402 and 2015691-2020-14404.          The valve was not returned to edwards lifesciences for evaluation.  A review of procedural imagery provided showed the following:  multiple struts bent outwards on the inflow side of the valve; minor kink seen on the sheath during delivery system insertion; bent valve struts observed exposed through the sheath; patient¿s access vessel was tortuous and calcified. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history record (DHR) review was unable to be performed as no work order was provided.  A lot history review was performed and revealed no additional similar complaints related to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed from the evaluation of the imagery. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿there was resistance during delivery system insertion. The devices were able to get up in the external iliac and the valve was stuck in the sheath¿. Per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ per report, the patient had a tortuous anatomy. Presence of tortuosity creates a challenging pathway as it can create sub-optimal angles for delivery system/thv insertion through sheath. This may lead to non-coaxial delivery system insertion, which would result in increased resistance and require higher push force for delivery system/thv advancement. As captured in a product risk assessment and corrective/preventative action, it has been identified that high push force/resistance of commander delivery system with s3 ultra valve through esheath cause secondary failures such as valve frame damage. In this case, it is possible that high push force and excess manipulation applied to overcome resistance caused valve struts to bent outward. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity) and/or procedural factors (high push force/ excessive device manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.  However, per management discretion, a product risk assessment has been previously initiated to assess risks associated with valve frame damage as a result of high push force of the commander delivery system with s3u through the esheath.  A corrective/preventative action has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.

Manufacturer narrative:
UDI number: (B)(4).  This is one of three manufacturer reports being submitted for this case.   Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, there was resistance during delivery system insertion and the valve became stuck in the sheath. The entire delivery system was looped outside of the arterial system as it exited out the side of the sheath.  It was attempted withdraw delivery system, but this was unsuccessful as the valve struts were bent.  A vascular surgery was immediately performed. The patient coded and died.  Per report, the cause of death was due to retroperitoneal bleed.